Event description:
It was reported by the customer that a pyxis medstation es system failed to open, prevented user from removing medication for a patient. The customer stated that the reported malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were several obstructions near pyxis. A field service technician verified the functionality of the drawer with no issues. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: MFR#, b3, b5, d4, e1, g1, h6 e1. Facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer inspected the drawer and found that there were several obstructions near the pyxis. He cleaned the area around the cabinet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed, prevented the user from removing medication for a patient. The customer stated that they retrieved the required medication from another station. There were no adverse events or injuries reported based on this event.